Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information d9: device returned to manufacturer - additional information d9: date device returned ¿ additional information g3: date received by manufacturer ¿ additional information g6 type of report ¿ additional information h2: additional information/device evaluation information h3a: device evaluated by manufacturer ¿ additional information h3b: evaluation included - additional information h6: type of investigation ¿ additional information.

Event description:
It was reported that a pairing issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Data log analysis was performed and failed. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D9 device available for evaluation - correction. H2 type of follow up - correction. H6: type of investigation - correction. H6: investigation conclusion - correction.

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in connection to the transmitter and app were unable to establish a connection. The probable cause of the signal loss was determined to be the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error was reported for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Data log analysis was performed and failed. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.